Event description:
The patient's father reported his daughter's blood glucose reached 400 mg/dl less than 24 hours after the pod was activated. They tried to give a correctional bolus but he was not able to program the bolus with the pdm at the time. He took her to the hospital and upon arrival they placed her on an intravenous therapy. They also gave her a manual injection of 7.0 units of insulin and another 4.0 units 2 hours later. The pod was removed and discarded. Her bg reading was coming down from 430 mg/dl to 235 mg/dl and later to 180 mg/dl. The next day she woke up with bg reading of 80 mg/dl. She was able to activate a new pod and her bg level was good at the time of the call. Every time the pdm does a bolus calculation they would have to manually calculate the proper dosage and override the calculated bolus and enter the correct dosage into the pdm.

Manufacturer narrative:
The product was not returned for evaluation. We ae unable to determine if any product malfunction could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.